Event description:
The generator was received by the manufacturer. Product analysis was performed on the vns generator. The electrical tests performed in the pa lab found that the generator performed up to functional specification. The generator output signal was monitored for more than 24-hours while the generator was placed in a simulated body temperature environment. The results showed that the generator performed according to functional specifications. No other relevant information has been received to date.

Event description:
It was reported that device diagnostics were conducted and the results came back abnormal. It was noted that "lead impedance" and ifi was seen. It was also reported that the patient was experiencing side effects which consisted of discomfort at the lead and generator site which that patient had not experienced previously. It was stated that the patient underwent generator replacement due to high impedance and battery depletion. No known surgical intervention for the lead has occurred to date. No other relevant information has been received to date. The explanted generator has not been received by the manufacturer to date.